Manufacturer narrative:
E1, g1: additional information. H3, h6: visual inspection and functional testing not performed because the device, used in treatment, not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such, the complaint is being closed without conclusion. However, as reported in the initial incident report, the patient had a very tight knee; the patient having a swollen leg/ retained fluid was reported. The patient had the swelling condition during the procedure due to the case being a 3-hour long scope. The primary root cause for swelling appears related to access in tight joint spaces. Tight joint spaces offer limited room to position the device and patient anatomy may limit the surgeon¿s access to the damaged tissue intended for repair. The instructions for use contains precautions about using of the device under these conditions. The patient went on to have another procedure the next day to complete the repair, but not using any smith&nephew device. If the product is returned in the future, the complaint can be re-opened and evaluated.

Event description:
It was reported that during a meniscus repair surgery, patient had a tight knee and case lasted 3 hours. Case was cancelled (repair not completed) due to fluid in the leg/swollen. Patient remained in hospital overnight and physician was re-operating the patient on (B)(6) 2019 to complete repair. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.